Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify button keypad unresponsive and blank display due to cracked and bleeding lcd glass. No damage or moisture damage was found on the keypads traces. No unlocked lcd keypad connector during our visual inspection. The insulin pump had minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a blank display anomaly. The patient's blood glucose at the time of incident was 265 mg/dl. Troubleshooting was initiated for the blank display. The customer confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. Further troubleshooting for the blank display did not occur as the customer did not have new batteries to use. Additionally, the customer mentioned that the up arrow button and escape button have been nonfunctional. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.